Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified for the reported issue. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone (B)(6).

Event description:
Qv sars otc - blood on swab. Tss provided guidance.